Manufacturer narrative:
Received one 8f x 18cm hemo cath for eval. A visual inspection of the catheter revealed the venous extension has a 0.6 cm slice. Further inspection revealed a 0.5 cm slice on the cuff that leaks from the lumen on the arterial side. The lumen was cross sectioned and measured. The inner diameter, outer diameter, and wall thickness all came within the design specifications. There is no evidence of swelling, crumbling, discoloration, degradation, or polymer variation of the lumen material. This family of devices is 100 percent leak tested prior to release. We are unable to determine the cause of factors that may have contributed to this event.

Event description:
Hole in catheter.